Event description:
Consumer reported complaint for missing package item. Daughter is calling on behalf of the customer. Caller stated that one 50 count vial of test strips was missing from the box of 100 count true metrix test strips. Caller stated instead of the one 50 count vial of true metrix test strips the box had contained one vial of freestyle test strips. Caller was unable to tell if the box had been sealed or taped. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Complaint was forwarded to packaging and internal evaluation was completed. Packaging records were reviewed, no abnormalities observed. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Manufacturer contacted customer in a follow-up call on 19-sep-2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.